Manufacturer narrative:
The complainant indicated that the device will not be returned for eval; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. If any additional relevant info is rec'd, a supplemental MDR will be submitted.

Event description:
It was reported that during a superior vena cava (svc) percutaneous transluminal angioplasty (pta) treatment procedure, a balloon rupture occurred. During inflation of the balloon in the svc, the balloon ruptured at 4 atms. During the removal process, the whole balloon became stuck inside of the pt. The pt was sent to surgery for removal of the balloon which was successful. The pt condition is reported as "stable at this time; released from hosp." Additional info has been requested regarding this event.